Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that after opening the box, the arctic sun device was switched on and showed an error 77 (non-recoverable system error).